Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain, cloudy fluid and increased temperature. The cause of the event was unknown. It was reported 31 days after event onset, the patient was hospitalized for the event. The same day as event onset, the patient was treated with ciprofloxacin (500mg, twice a day for 14 days) and vancomycin (2gm, intraperitoneal, discontinued after 7 days) for peritonitis. The patient was also treated with gentamicin and penicillin. The patient was discharged two days after hospital admission. The patient was recovered from the peritonitis event 36 days after event onset. Action taken with pd therapy was not reported. No additional information is available.